Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set disconnected from a one-link needle-free IV connector. The event occurred during a sedative infusion via a baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.